Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain weight information but was unsuccessful.

Event description:
It was reported that the elective replacement indicator (eri) message displayed for the ipg. It is unknown if the ipg depleted prematurely. In turn, surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain weight info but was unsuccessful.

Event description:
Additional information received indicated that surgical intervention took place wherein the ipg was explanted and replaced. Effective therapy established post-op.